Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: is the surgeon planning on removing probe tip? Was the post-operative care of patient altered in any way due to the issues experienced with device? No they do not plan to remove the tip. Post operative care was not altered for the patient.

Event description:
It was reported that during an ablation, field preference, probes were placed percutaneously from the central abdomen and through dense cartilage. The probe tip broke off after being forced through the cartilage and was left in segment eight of the liver. The second probe just had the clear covering pushed back and exposed the thermocouples which caused the probe not to work. Both probes initially tested fine. Probe removed and an additional probe was placed to replace it. Surgery was delayed 15 minutes due to the reported event. Procedure was successfully completed. Fragments were generated. Fragments were not easily removed without additional intervention - probe was left in segment eight of the liver. There were patient consequences - probe tip left in liver. No other medical intervention was required.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent: 5/18/2020. Attached photos were analyzed. The attached photo of the probe showed damage to the heat shrink and thermocouple wires. The damage was caused when the probe was pushed through dense cartilage. The first three photos are scans of the probe placement. The next two show the damage done to the probe. The heat shrink is bunched up and the thermocouple wires are exposed. The tip seems to still be attached. Call home was reviewed for system nm15nea00288 on 3/5/2020. A pr20xt, nm19nhc93574, was connected to channel 3 and tested. Another pr20xt, nm19nhc83724, was connected to 2 and tested then put into tissu-loc for 6 minutes. 16 minutes later, there was a probe temperature measurement error on probe 2. This probe was disconnected and a new probe, nm17ngc50861, was connected to channel 2 and tested. Ablations for channel 2 and 3 were set to 7:00 at 65w. Probe 3 issued a reflected power error instantly. The user attempted to restart the ablation twice with the same result. The user stopped the ablation for probe 2 after 3:14. The user started probe 2 again and it issued a reflected power error after 2:05. Probe 3 issued a reflected power error instantly. Probe 2 ablated for another 3:03 before issuing another reflected power error. Probe 2 ablated for 3:27 at 95w before issuing another reflected power error. This marked the end of the case. No further investigation will be conducted on this complaint due to no device returning. Lot: ml19044276 was reviewed (in process sn: (B)(6). Manufacture date: 5/30/2019, expiration date: 1/1/2023. There were no problems seen during the manufacturing and testing of this lot.